Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics for hypoglycemia. The customer reported that her blood glucose reading was less than 1 mmol/l. The customer reported that prior to the event the battery in the insulin pump had been depleted, but she was not aware that the insulin pump was without power. Nothing further was reported.